Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was deployed in the left atrial appendage. There were seven partial recaptures performed of the closure device prior to implantation. After successful implantation of the closure device, transesophageal echocardiography (tee) imaging was performed, which showed no pericardial effusion while the patient was still in the procedure room. Approximately 3-4 hours post procedure, the patient complained of chest pain and a tee was performed at the patient's bedside. The tee showed a pericardial effusion around the heart. The patient also experienced cardiac tamponade and subsequent hemodynamic compromise. The patient was transported to the cardiac catheterization lab, and a pericardial drain was inserted to perform pericardiocentesis. 400cc was removed from the pericardial space. The drain was left intact for overnight monitoring. The patient developed hyponatremia and mild renal insufficiency during the hospitalization stay. On (B)(6) 2021, the patient was discharged home from the hospital.